Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that 6 years 3 months post implant of this mitral bioprosthetic valve, it was explanted and replaced for unknown reasons. The valve was replaced with another bioprosthetic valve of the same size and model. No additional adverse patient effects were reported.